Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has a complaint about glare & halos. There are no issue regarding va(0.8 for distance), but daily activity is affected especially at night time. They performed explant with eyhance toric iol. Vision pre-operative: far: 0.8 near: (decimal) and vision post-operative: far: 1.0 near. No further information available.